Event description:
It was reported, the video system center showed no image. The issue occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The customer spoke with olympus technical assistance center (tac) and was provided troubleshooting. The customer was advised to connect the serial digital interface (sdi) cable that was going from the computer to the monitor and the image was good. It was suggested that the reported malfunction was due to a bad video card in the computer. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image is displayed because there is a problem with a video card in provation. Olympus will continue to monitor field performance for this device.